Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support on how to press the button correctly and to ensure the pump was not plugged into a power source. Despite efforts, the issue persisted, so technical support arranged for a replacement pump to be sent to the customer under warranty. Customer was instructed on how to store the original pump and return it using a pre-paid label within ten days, which the customer understood and acknowledged.